Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at 0.6 mg/day) from an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2016 it was reported that the patient had experienced a lack of pain relief and a pocket of fluid on their back. A dye study was done and the hcp could not aspirate the catheter. Surgery was done and the old 8731 catheter was removed. It was noted that the 8780 was left and a new 8780 catheter was put in. The issue was resolved and the patient was alive with no injury at the time of the report. It was unknown what led to the event. The event date was reported to be (B)(6) 2016 and the year was noted to be accurate.

Manufacturer narrative:
Analysis of the 8780 catheter segment identified no significant anomaly. The catheter was incomplete and only one segment was returned. Analysis of the 8731sc catheter identified a broken catheter body. The most distal end of the catheter had a slight jagged look and a discolored section.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.